Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an (B)(6) trial patient with an external neurostimulator (ens). The patient reported that urgency hurt before the procedure to void. Additional information was received from the patient on (B)(6) 2017. The patient reported that they had a uti and it seemed like it was making them urinate more often. No further complications were reported or were expected.